Event description:
Received the essure procedure on only 1 side in (B)(6) of last year and ever since I get a stabbing pain in the essure area, only on the side that has the implant. I have talked to my doctor and she said it would be highly invasive to remove the essure coil since the tissue has already gone around it. It isn't a constant pain but when it does hit me it's horrible and I am unable to do normal daily activities. I am very upset at this product and the FDA and everyone and everything assured the patient that there was limited side effects and that I wouldn't feel it after it was in, what a lie.